Event description:
A vague report was rec'd that the infusion pump was involved in a "severe underdelivery" while in pt use. No specific clinical or pt info was able to be rec'd. No pt injury was reported.